Manufacturer narrative:
Baxter's product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received.

Event description:
The international affiliate reported a disconnection of the transfer set during patient use. No patient injury or medical intervention was reported.